Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead beat showed a slight offset from the right ventricular lead beat and loss of capture concerns were mentioned. Additional analysis with surface electrogram was recommended. The lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead beat showed a slight offset from the right ventricular lead beat and loss of capture concerns were mentioned. Additional analysis with surface electrogram was recommended. According to the consulted field representative, the inquiring field representative was simply asking a question about the lead. There was no evidence of any situation with the lead. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.